Manufacturer narrative:
The technician replaced the hi-low and head of bed head up solenoid valves to resolve the issue.

Event description:
The technician alleged the head of the bed would not go up. No patient impact.